Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's parent called and reported the insulin pump was making a constant tone. No alarm was present on the device. A self-test was performed and passed. When the issue began, customer's blood glucose was 8.0 mmol/l. Customer's blood glucose was 3.8 mmol/l at time of this report, and the customer's parent was concerned that the insulin pump may have been giving him too much insulin. It was stated the customer would be treated with juice and further troubleshooting for low blood glucose was declined. It was advised the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.